Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The sic went up to 386 (within 8 days) along with high rate non-sustained episodes and evidence of oversensing. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert. The alert warning occurred for increased sic count and 2 or more high rate non-sustained episodes <(><<)> 220 milliseconds on (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise on three high rate episodes and a lead fracture was confirmed. The rv lead was inactivated and is planned to be explanted and replaced. No patient complications have been reported as a result of this event.